Event description:
It was reported that during a routine check-up the cs100 intra-aortic balloon pump (iabp) had wear and tear on the ECG leads. No patient involvement and no harm is reported.

Manufacturer narrative:
Event site name: (B)(6). Event site postal code: (B)(6). Event site telephone: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.